Event description:
Customer stated head hi/low of bed was drifting down.

Manufacturer narrative:
Technician discovered head hi/low down valve was sticking. Technician replaced head hi/low down valve to resolve.